Manufacturer narrative:
Concomitant medical products: product ID: 37761, (B)(4), product type: recharger. (B)(4). Analysis confirmed that the desktop charger connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients ins recharger (insr) had depleted due to a broken connector pin on the desktop charger (dtc). The patient's ins was depleted due to the not being able to recharge with the insr. No symptoms or additional complications were reported.